Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that patient experienced hypoglycemic symptoms coincident with extraneal therapy (a labeled interferent for aviva test strips). On (B)(6) 2013, at 12:00 pm, patient began home dialysis treatment using extraneal (icodextrin 7.5%). At 12:51 pm, patient tested blood glucose on the accu-chek aviva system and obtained a result of 168 mg/dl. Based on this value, patient took 20 units of novolin r. Approximately 2 hours later, reporter found patient "incoherent and slumped in his recliner." Emergency medical services were summoned and, prior to their arrival, reporter unsuccessfully attempted to treat patient with "sugar water," and a glucose tablet. Five minutes later, emergency medical technicians reportedly tested patient's blood glucose, on an unspecified device, and obtained a result of 155 mg/dl. Patient was transported, via ambulance, to the hospital where, 30 minutes later, patient's blood glucose measured 12 mg/dl. Reporter stated that, although she followed the ambulance to the hospital, she was not permitted to see the patient until he was "stabilized." As such, reporter was unable to provide any treatment details. At an unspecified time, later that evening, patient was reportedly transferred to an area trauma facility where he was admitted. Reporter stated that peritoneal dialysis therapy resumed, while hospitalized, until (B)(6) 2013 when, due to fluid retention patient was switched to hemodialysis. No information about the peritoneal dialysis solution, in use during hospitalization, was reported, nor was any other information regarding treatment received provided. At the time of the report, patient was still hospitalized where he was expected to remain "for at least a few more days." Reporter noted that patient is currently "awake and feeling better." The manufacturer requested the return of the suspect product for evaluation.